Event description:
The customer reported that the probe of the ortho provue analyzer leaked fluid into the reagents and the dilution cup during abo rh testing. The customer discontinued the use of the instrument. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer arrived at the customer site and determined that the probe was bent. The fe indicated that the customer had placed a sample tube on board the analyzer with the cap/stopper on, resulting in a bent probe. Replacement of the probe, wash station and adjustments has returned the instrument to its expected operation. The customer performed qc to verify operations. Product labeling instructs the customer to remove caps before placing the sample in the carousel. This customer has not logged any similar complaints against this analyzer since this incident.